Event description:
As reported by the (B)(6) during advancement of the device the device failed to cross and the patient developed hypotension following post-dilatation of the stent with an aviator plus balloon catheter resulting in treatment with small boluses of IV levophed. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was eccentric and mildly calcified. As the first angioguard did not cross and second one of the same size was used, the lesion was pre-dilated and an 8x30mm precise pro rx was successfully deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection during the procedure or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was brought to the cardiac catheterization lab in stable condition and placed onto the procedure table in a supine position. The patient was continuously monitored with an automated blood pressure cuff, an EKG tracing, and pulse oximetry. Procedural sedation protocol was initiated. Both groins and wrist areas were prepped and draped in the usual sterile manner. Local anesthesia was obtained with 1% lidocaine. Right radial artery access was obtained and a 5 fr sheath was inserted in the radial artery. A 5 fr sim2 catheter was advanced over the 0.035" guidewire to the ascending aorta. Using a 5 fr sim2 catheter, the innominate artery was selectively cannulated and a advantage guidewire was advanced into the right common carotid artery under fluoroscopic guidance. The catheter was then advanced over the guidewire into the right common carotid and carotid and cerebral angiography were performed.

Manufacturer narrative:
As reported by the (B)(6) registry during advancement of the device the device failed to cross and the (B)(6) male patient with medical history including clinical copd, smoking (>5packs of cigarettes) and hypertension. Developed hypotension following post-dilatation of the study stent with an aviator plus balloon catheter resulting in treatment with small boluses of IV levophed. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion was eccentric and mildly calcified. As the first angioguard did not cross and second one of the same size was used, the lesion was pre-dilated and an 8x30mm precise pro rx was successfully deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed and there was no debris found in the basket. There was no documented dissection during the procedure or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was brought to the cardiac catheterization lab in stable condition and placed onto the procedure table in a supine position. The patient was continuously monitored with an automated blood pressure cuff, an EKG tracing, and pulse oximetry. Procedural sedation protocol was initiated. Both groins and wrist areas were prepped and draped in the usual sterile manner. Local anesthesia was obtained with 1% lidocaine. Right radial artery access was obtained and a 5 fr sheath was inserted in the radial artery. A 5 fr sim2 catheter was advanced over the 0.035" guidewire to the ascending aorta. Using a 5 fr sim2 catheter, the innominate artery was selectively cannulated and a advantage guidewire was advanced into the right common carotid artery under fluoroscopic guidance. The catheter was then advanced over the guidewire into the right common carotid and carotid and cerebral angiography were performed. Following completion of the diagnostic study, the patient was given heparin boluses to maintain the act within therapeutic range. The guidewire was then re-introduced and advanced into the right external carotid artery under fluoroscopic guidance. The catheter was advanced over the guidewire into the external carotid artery. The catheter was exchanged over an amplatz super-stiff wire for a 6fr 90cm long shuttle sheath. The sheath was positioned in the distal right common carotid artery. The angioguard could not initially be advanced across the ica stenosis. The lesion was crossed with a bmw wire and predilated with a 2 mm x 2 cm maverick balloon. Then the angioguard distal embolic protection device was advanced across the lesion and deployed in a straight segment of the right internal carotid artery distal to the lesion. A 4 mm x 3 cm aviator rx plus pta balloon was advanced over the guidewire to the lesion. The balloon was inflated at 12 atmospheres of pressure and then deflated and removed. A 8 mm x 3 cm precise self-expanding stent was advanced across the lesion and deployed in the right internal carotid artery extending back into the common carotid artery. The stent was post-dilated with a 5 mm x 20 cm aviator rx plus balloon at 12 atmospheres of pressure. Contrast injections were performed to confirm an adequate angiographic result with normal flow in the internal carotid artery prior to removal of the embolic protection device. The distal embolic protection device was captured and removed. Final carotid and cerebral angiographic images were obtained revealing a satisfactory angiographic result with 0 % residual stenosis and no evidence of dissection or distal embolization. The patient developed hypotension following post-dilatation of the stent and was given small boluses of IV levophed. A neosynephrine infusion was started. The shuttle sheath was withdrawn from the common carotid artery . The sheath was removed. Neurological examination was performed before the procedure was initiated and upon completion of the procedure with no evidence of stroke noted. The patient tolerated the procedure well with no immediate complications other than the hypotension. The patient was transferred out the cardiac catheterization lab to the ICU for further observation and monitoring. The patient received appropriate procedural sedation and heparin anticoagulation throughout the procedure. Additional information from the physician indicted 'likely 2/2 irritation/injury of baroreceptors from underlying stent placement. Unlikely 2/2 to outpt meds (propranolol, norvasc) as last dose was prior to admission. Patient on mometasone inhaler outpt, lack of use inpt could be contributing, patient was restarted on this. Patient with no evidence of infection, mental status appropriate. Patient has been off phenylephrine gtt since 3pm yesterday and stable with some hypotension when he stands up, improved. He was evaluated by physical therapy who found him to be stable on his feet and safe for discharge home with friends who will watch over him for a couple of days. In addition, home health/home physical therapy will arranged for him. Patient was d/c with cane and instructed to hold propranolol, norvasc, nitroglycerin and f/u with his pcp in 1-2 weeks to determine when those meds should be restarted. He was also instructed to start a high salt diet to help maintain his bp.' The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. Hypotension related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Neurological symptoms can occur as a result of decreased blood supply to the brain caused by the hypotension/bradycardia. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00031, 9616099-2013-00155 and 9616099-2013-00154.

Manufacturer narrative:
Following completion of the diagnostic study, the patient was given heparin boluses to maintain the act within therapeutic range. The guidewire was then re-introduced and advanced into the right external carotid artery under fluoroscopic guidance. The catheter was advanced over the guidewire into the external carotid artery. The catheter was exchanged over an amplatz super-stiff wire for a 6fr 90cm long shuttle sheath sheath. The sheath was positioned in the distal right common carotid artery. The angioguard could not initially be advanced across the ica stenosis. The lesion was crossed with a bmw wire and predilated with a 2 mm x 2 cm maverick balloon. Then the angioguard distal embolic protection device was advanced across the lesion and deployed in a straight segment of the right internal carotid artery distal to the lesion. A 4 mm x 3 cm aviator rx plus pta balloon was advanced over the guidewire to the lesion. The balloon was inflated at 12 atmospheres of pressure and then deflated and removed. A 8 mm x 3 cm precise self-expanding stent was advanced across the lesion and deployed in the right internal carotid artery extending back into the common carotid artery. The stent was post-dilated with a 5 mm x 20 cm aviator rx plus balloon at 12 atmospheres of pressure. Contrast injections were performed to confirm an adequate angiographic result with normal flow in the internal carotid artery prior to removal of the embolic protection device. The distal embolic protection device was captured and removed. Final carotid and cerebral angiographic images were obtained revealing a satisfactory angiographic result with 0 % residual stenosis and no evidence of dissection or distal embolization. The patient developed hypotension following post-dilatation of the stent and was given small boluses of IV levophed. A neosynephrine infusion was started. The shuttle sheath was withdrawn from the common carotid artery . The sheath was removed. Neurological examination was performed before the procedure was initiated and upon completion of the procedure with no evidence of stroke noted. The patient tolerated the procedure well with no immediate complications other than the hypotension. The patient was transferred out the cardiac catheterization lab to the ICU for further observation and monitoring. The patient received appropriate procedural sedation and heparin anticoagulation throughout the procedure. Additional information from the physician indicted: likely 2/2 irritation/injury of baroreceptors from underlying stent placement. Unlikely 2/2 to outpt meds (propranolol, norvasc) as last dose was prior to admission. Patient on mometasone inhaler outpt, lack of use inpt could be contributing, patient was restarted on this. Patient with no evidence of infection, mental status appropriate. Patient has been off phenylephrine gtt since 3pm yesterday and stable with some hypotension when he stands up, improved. He was evaluated by physical therapy who found him to be stable on his feet and safe for discharge home with friends who will watch over him for a couple of days. In addition, home health/home physical therapy will arranged for him. Patient was d/c with cane and instructed to hold propranolol, norvasc, nitroglycerin and f/u with his pcp in 1-2 weeks to determine when those meds should be restarted. He was also instructed to start a high salt diet to help maintain his bp. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rec, lot number 70512507, amplatz super-stiff wire, 90cm long shuttle sheath, 2 mm x 2 cm maverick balloon, 4 mm x 3 cm aviator rx plus pta balloon, 8 mm x 3 cm precise self-expanding stent and a 5 mm x 20 cm aviator rx plus balloon. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 1016427-2013-00031, 9616099-2013-00155 and 9616099-2013-00154.